Event description:
Facility risk manager reports the following: IV placed in pt in surgery for same day surgery procedure. No difficulty during insertion. IV placed on middle portion of the backside of left hand. No difficulty during insertion (no retraction/reinsertion of the needle occurred during insertion). Pt went to surgery and had atraumatic surgery and had mild seizure after surgery. Pt complained that IV felt funny, felt loose. Nurse looked at the IV site and since the pump was not alarming and the site was free of leakage, kept the infusion going. Pt again complained the IV felt loose and at this time the nurse began to undress the IV site and when the dressing was removed, catheter was pulled out with only 1/4 in of catheter attached to hub. Nurse states tape was intact with no swelling at the site, no hematoma, no cellulitis, no erythema. CT of arm, hand, chest and brain (after seizure) were taken for which fragment was not located. IV was strictly used for fluids and medications. Pt discharged that same day after dr explained what signs and symptoms to be aware of. Sample to remain with their legal dept.